Event description:
Reportedly, on 22-august-2025, there is no green light on device when it is plugged in. It stays orange. Troubleshooting did not work.

Manufacturer narrative:
Upon receipt, the returned home monitor was tested and the reported behavior was confirmed, as the status light remained orange and communication was not possible. - the observed issue could be caused by flash memory or operating system corruption, which is preventing the device from booting properly. - however, the first cause of this problem could not be fully identified, as the home monitor in question is permanently damaged. - this case is recorded for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, there is no green light on device when it is plugged in. It stays orange. Troubleshooting did not work.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could have been performed. Results will be provided in the next report.